Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. The device was visually inspected, functionally tested, and the alarm log review was performed. Visual inspection identified that the door latch was broken and the latch roller was damaged. The cause was undetermined. The door latch and latch roller were replaced to address the issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a broken door latch and damaged latch roller. No additional information is available.